Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a cd infusion set, with tubing primed and droplets observed, and the user suspected concurrent influenza and recent food intake as contributors while announcing all meals. Symptoms included no reported clinical manifestations associated with the elevated blood glucose. Outcomes included no alerts or alarms, no healthcare facility visit, and no hospitalization. Investigation included guided troubleshooting and education with verification of infusion set function by testing the tubing and advising continued use of corrections to reduce blood glucose. Investigation of this case revealed no device malfunction identified during troubleshooting and a probable physiological cause consistent with illness-related insulin resistance, with the device component functioning as intended based on observed priming. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user illness rather than a device problem. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.